Manufacturer narrative:
Completed information for section patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 81 year old patient. The following data was provided: (B)(6) 2022 sid (B)(6) screening testing was completed on alinity ai01687 with an initial result of 1.15 s/co, repeat result of 1.14 s/co. Confirmatory testing completed on alinity ai01090: initial result with c2 = 1.15 s/co, c1 = 0.22 s/co, 140% confirmatory. Pcr negative, another method (roche) negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 34461fn00 and the complaint issue. The overall performance of alinity I hbsag qualitative ii was reviewed using field data from customers worldwide. The patient median result for lot 34461fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent for lot 34461fn00 was identified.